Manufacturer narrative:
(B)(4).a review of all batch record documents was performed on potentially associated lot numbers h12j26076, h13d16086 and h13f05068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13a08048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment included ancef (intraperitoneally, dose and frequencies unknown). The patient was recovering from the event of peritonitis. No additional information is available. This is report 2 of 3 involved in this peritonitis event.